Event description:
A us distributor returned an electrode belt indicating that its connector latch would not secure with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector latch does not secure with monitor) was confirmed. As received, the trunk cable connector was damaged. The cause of the inability to secure with the monitor is the damaged trunk cable connector. The root cause of the damaged trunk cable connector is physical abuse. No adverse event resulted from the damaged connector.